Manufacturer narrative:
Advanced failure analysis (afa) investigation was completed on 03-may-2023 and the following information was obtained: the initial failure analysis findings of the permanent cautery spatula instrument were confirmed. The instrument was confirmed to have discoloration on the banana plug. The discoloration was attempted to be removed with alcohol and was unable to be removed. The discoloration appears to be similar to the formation of iron oxide. It is possible that the discoloration occurred when the monopolar cable was connected.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the permanent cautery spatula "sparkled" or arced. When the nurse took out the instrument, it was found that the instrument was charred. The procedure was completed using a backup permanent cautery spatula. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the permanent cautery spatula and cannula were inspected prior to use and there was no damage during the inspection. Arcing was observed but the customer did not know where the arcing originated nor where it grounded. The instrument tip was not in contact with tissue during the arcing event. The instrument was being used for cauterizing when the arcing event occurred. The instrument was connected properly and was used with settings at cut 35 and coag 35. The instrument was being used for half an hour prior to the arcing event. A fenestrated bipolar forceps instrument was also in use when the arcing occurred. There was no instrument tip collision and the instrument tips did not touch any staples, clips, or sutures while energized.

Manufacturer narrative:
Based on the claim against the product by the customer noting thermal damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found to have thermal damage near the sleeve area of the yaw pulley. The instrument passed the electrical continuity test. There was no damage to the conductor wire. The common cause of this failure is attributed to device design. Further observation found that the instrument had thermal damage on the distal clevis, proximal clevis, and conductor cap. These observations are related to the primary issue. The common causes of these failures are attributed to mishandling and misuse. Additionally, unrelated issue were also identified. The instrument had a derailed yaw cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. The common cause of this failure is attributed to component failure. Derailed cables are attributed to a loss of cable tension. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. There was also discoloration of the banana plug at the proximal end. The complaint regarding thermal damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: there appears to be thermal damage to the monopolar yaw pulley. This is consistent with the customer reported event. The probable root cause of the thermal damage to the ceramic sleeve is primarily attributed to device design, as insufficient silicone potting on the ceramic sleeve allows a possible arc path during air firing. Clinical use of monopolar energy can result in thermal damage if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desire effect. This complaint is considered a reportable malfunction due to the following conclusion: there was evidence of thermal damage proximal to the ceramic sleeve. Thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.